Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73l1400126 investigation did not show issues related to complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device jammed during use. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, and stapler was received with remaining staples. During visual inspection the trigger component was pre-activated, shuttle component was out of correct position and shuttle component was not properly located, one staple pre-activated in the tip of the cartridge. Shuttle component was placed in its original position & stuck staple was removed manually, after functional inspection the stapler was fired 3 times and during the activation trigger component felt loose; no staples were loaded, the cover block component was broken & posts from trigger were broken. Although; from the samples received it was observed the defect reported by the customer jamming during visual inspection, the root cause for this issue is considered unknown, since the cover block & posts of trigger components are damaged and a functional testing could not be performed to try to duplicate the failure mode reported. Therefore; a corrective action cannot be established due to the sample. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device jammed during use. The patient's condition was reported as fine.